Event description:
Reportedly this stent was deployed in the sfa. After deployment, the catheter tip got caught and started to invert the stent. The doctor felt resistance so he stopped and pushed dilator back through the lesion and freed catheter. Another stent was placed inside the stent to open it up where it had folded. No patient injury reported.